Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast reconstruction with 450cc mentor memorygel breast implant (right) and a 500cc mentor memorygel breast implant (left) experienced several unexplained systemic symptoms beginning shortly after the date of implant. Breast numbness, hand numbness, depression, headaches, polycystic ovary syndrome, unspecified illness, weakness, slow recovery, muscle pain beneath the breasts/armpits, numbness in the pinky fingers, memory loss, brain fog, wait gain, and reduced physical activity were all noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02207 for contralateral prosthesis report.